Event description:
It was reported that the patient experienced a syncopal episode that resulted in her falling. The patient's heart rhythm was in the 30's. The device was at eol and was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.